Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. During the explant procedure, difficulties were experienced when explanting this lead during laser extraction. When the lead was removed, it was noted there was damage to the lead insulation. This damage was reported to have been induced from the laser extraction procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.